Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause of the e218 error code as due to damage to the charged-coupled unit and corrosion and damage on the video plug. The root cause of the damaged and corroded components could not be determined, however, the issues were likely the result of component failure due to repetitive use stress, insufficient device cleaning/reprocessing, handling and or external factors. Additionally, image noise was found to likely be the due of a damage video connector, likely the result of component failure due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center for a separate issue. During evaluation of the device, the system was found to display an e218 error code and image noise as a result of electronic component(s) damage and corrosion. The components were replaced. There was no patient involvement, and no harm was reported as a result of the event.